Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4)

Event description:
The customer reported experiencing high blood glucose of 532mg/dl and something was going wrong with the insulin pump. The caller entered the grams and the numbers kept ramping without pressing the button. The caller also reported having issues with the keypad. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number scrolling anomaly was anomaly was noted on the display. The displacement, basic occlusion, occlusion, prime and no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.